Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material was a silicon-based rubber but it was unspecified what it was derived from. Silicon-based rubber is used for accessories of the scope such as the air/water valves and tubes which are used during cleaning. It could be derived from a wide variety of sources and it was unspecified what it was derived from. In addition, the cause of remaining of the foreign material in the subject device was hard to specified since what it was derived from was unspecified. It is considered that there is a possibility that the device with silicon-based rubber got deteriorated over time, which led to peeling off of a part of the device. Then, it entered the air/water channel, which resulted in clogging of the nozzle. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported the clogged nozzle occurred during a therapeutic endoscopic submucosal dissection procedure. The scope was inspected prior to the procedure and there were no issues found. The procedure was delayed to change endoscopes and complete the procedure. The amount of delay was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had air/water supply issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found water tightness was lost due to a pinhole in the instrument channel, the bending angle in the up direction did not meet the standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped and had a white clouded area, the air/water supply volume and water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the objective and light guide lenses had a white clouded area, the paint on the air/water and suction cylinders was peeled, and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.